Manufacturer narrative:
The device was returned due to a diagnostic anomaly. The cause of the diagnostic anomaly was undetermined. A longevity estimation was performed, and the battery voltage was found to be within expected longevity performance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion and the patient experienced increased fatigue. Patient was scheduled for replacement procedure. The patient was stable before, during, and after the follow up visit.

Event description:
New information received noted that the implantable cardioverter defibrillator has not yet reached elective replacement indicator (eri).

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the implantable cardioverter defibrillator reached elective replacement indicator (eri) in early (B)(6) 2020 and the patient received a vibratory alert. The patient presented for explant procedure on (B)(6) 2020. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable post procedure.

Event description:
New information received indicated that the patient was seen in clinic on (B)(6) 2019. The patient was stable prior to, during, and after the clinic visit. Battery longevity measurement estimated less than three months of battery left on the implantable cardioverter defibrillator. The patient was set up for a non-urgent out-patient replacement.